Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
A case report was received and indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -22.50 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2019 due to low vaulting and the patient developed anterior subcapsular cataract. The patient underwent femtosecond laser assisted cataract surgery (flacs) combined with icl extraction and an iol was implanted. Visual acuity was reduced for the last 2 years. The cause of the event was unknown.